Event description:
It was reported that the patient was frequently charging the ipg for an extended period of time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device was discarded by the facility. No device malfunction was suspected.

Manufacturer narrative:
B3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.